Event description:
A customer reported to beckman coulter (bec) that they obtained erroneously elevated troponin (accutni) results, within the risk stratification range, for multiple patients using the unicel dxi 800 access immunoassay system with spot b analyzer. The customer indicated that the erroneously elevated accutni results were generated on two different days ((B)(6) 2013). This report references one of the erroneously elevated accutni result for one of the patients generated on (B)(6) 2013. The elevated result was reported out of the laboratory. The original patient sample was re-tested on an alternate dxi 800 analyzer on the same day. Repeated accutni results were within the normal reference range of the assay. The customer reported the patient was admitted to the hospital after the elevated accutni result was reported out of the laboratory. No further information was provided by the customer.

Manufacturer narrative:
The customer did not provide beckman coulter accutni quality control (qc) nor calibration curve data to review; however, the customer reported that qc recovery was within the laboratory's established ranges on the date of the event prior to the generated erroneous result. Routine system checks performed on (B)(6) 2013 passed within the instrument's specifications. A system check was performed as a troubleshooting measure following the erroneous accutni results. The system check failed the washed and substrate mean portions. It was also noted that elevated relative light unit (rlu) values were recovered in these portions. A substrate system decontamination procedure was performed by the customer. A passing system check, acceptable calibration, and within specifications qc was then obtained following this procedure. All mdrs related to this event: 2122870-2013-00271, 2122870-2013-00272, 2122870-2013-00273, 2122870-2013-00274, 2122870-2013-00282, 2122870-2013-00283.